Manufacturer narrative:
(B)(4) concomitant medical products: 00249009810, zimmer natural nail af small targeting guide handle, 77001288. Report source, foreign ¿ events occurred in (B)(6). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The device history records were reviewed and found to be conforming at the time of manufacture. During the investigation, the impaction head was verified to have broken at the newly updated .040 radius where the handle meets the threaded insert. However, the broken thread was not returned, and the updated .040 radius could not be measured and verified conforming. The exact cause of the complaint could not be determined due to lack of specific details of the failure. Previous failures of this kind have occurred due to off-axis loading. This failure mode has also occurred previously due to impaction after the impaction head became partially loose from the targeting guide, causing a gap and increased strain on the threaded insert. The impaction head should be ensured tight to the targeting guide before and during impaction as necessary to ensure appropriate load distribution. This failure mode will be tracked and trended per procedure to identify ongoing issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the zimmer natural nail af small targeting guide handle and impactor were broken at the point of junction. Surgery was delayed for thirty minutes. Attempts have been made and additional information on the reported event is unavailable.